Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062912. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Respiratory infection as a post procedural complication is a known complication of a peg- j tube placement. H6 code of e2402 was chosen to capture the event post procedural complication. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2025, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2025, during a nurse's home visit, it was discovered that the patient had a fever of 37.9°c, cough, and sputum. The treating physician was informed. The patient was assessed by the pathologist, who reported a respiratory infection. Therefore, augmentin was discontinued and avelox was started. Stoma site care was performed. On (B)(6) 2025, during the nurse's home visit, the patient presented an improved condition. The patient had a temperature of 37.5 °c and received paracetamol orally. Stoma site care was performed. On (B)(6) 2025, avelox was discontinued. On (B)(6) 2025, during the nurse¿s home visit, the patient continued to have sputum and cough. Low-grade fever persisted. The treating physician was aware. Oxygen saturation was 93%. Stoma care was performed.